Manufacturer narrative:
This ipg serial number was included in a field advisory. The investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging the ipg as recommended. As such, the ipg became inoperable. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored following the procedure and the issue is resolved.